Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) had been informed by nursing staff that a patient had a medication not showing in pyxis even though the order was active and present on the medication administration record. The tss had advised contacting the admission, discharge, and transfer team to resend the specific patient order, as the issue could have occurred due to a system glitch in the enterprise server during the upgrade. The tss had followed up to confirm that the patient order was corrected after the resend and indicated readiness to proceed with case closure if no further action was required. The tss had sent an email to the customer and awaited feedback, and provided additional follow up requesting confirmation, stating that the case would be closed if no response was received within twenty-four hours. The tss had later noted that the issue was expected to be resolved, advised that a new case could be created if any related issue arose, and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.